Event description:
Mother was in labor for 24 hrs, became fatigued and had problems pushing. Mom was not eligible for c-section because she had been bitten by a recluse spider a few days prior (on her stomach). Her obstetrician consulted with her on using a vacuum extractor, saying "some risk is involved, a scalpal abrasion may occur." The device was used 7-8 times, rptr claims that it "would not stick". Baby suffered a subcranial hematoma of the left side. On 9/10/98, baby exhibited seizure activity evidenced by "eye movement". Baby was transferred to another hosp's neonatal intensive care unit, observed for "tonic eye movement", and placed on phenobarbitol. Recent magnetic resonance image results show that the blood has been reabsorbed, however the left side of the brain is smaller than the right, and pt has "atrophy in the left side of the brain". Pt has recently been weaned off of phenobarbitol and continued to be followed by a neurologist every other month.